Event description:
On (B)(6) 2013, the pt was implanted with two conformable gore tag thoracic endoprostheses to treat an aortic coarctation. On (B)(6) 2013, computed tomography scan revealed a proximal type I endoleak. The physician indicated the pt's coarctation had caused the stent graft to migrate distally (distance unk), causing the endoleak. On (B)(6) 2013, the pt was implanted with an additional conformable gore tag thoracic endoprosthesis to treat the type I endoleak. A final angiographic run showed no evidence of endoleak, and the pt tolerated the procedure.

Manufacturer narrative:
Additional ctag device included in this report: tgu212110/10888813. A review of the mfg records for the device verified that the lot met all pre-release specifications. Per the gore tag thoracic endoprosthesis instructions for use (IFU), the gore tag thoracic endoprosthesis is intended for endovascular repair of aneurysms of the descending thoracic aorta. Per IFU, complications associated with the use of the gore tag thoracic endoprosthesis may include but are not limited to endoleak and reoperation.